Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that b30 occurred because of communication error due to a video connector failure. The device was repaired on site by replacing the oxidized and broken video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service technician visited the customer site. During device evaluation, the reported issue (b30 error code) was confirmed and found to be caused by malfunction of the video connector. The device was repaired on site by replacing the oxidized and broken video connector. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the video system center displayed an error code b30. The issue was found during preparation for use. There were no reports of patient harm.